Event description:
Per the clinic, the patient did not benefit from the device due to no stimulation. The device was explanted on (B)(6) 2025, and the patient was re-implanted with a transcutaneous osia implant system.

Manufacturer narrative:
Device analysis report attached.